Manufacturer narrative:
The scs system was not returned for analysis. Review of our manufacturing records found no anomalies. Based on the report and investigation performed, the issue appears to be the result of surgical complications and not device related. Device not explanted.

Event description:
It was reported to nevro that a patient in (B)(6) experienced swelling in lower lumbar/sacral area. The swelling was not located at the incision sites. The patient was hospitalized and was given IV antibiotics as precautionary measure. The physician believed that the inflammation was due to a seroma and not infection as the patient's blood work was negative for infection. The follow up report indicated that the patient did not experience any other complications and was discharged from the hospital.